Manufacturer narrative:
.

Manufacturer narrative:
The reported event of an over infusion could not be confirmed. No product or event logs have been returned for investigation by the customer. The root cause of this failure was not identified.

Event description:
The customer reported an alleged over infusion however no detail has been provided nor will the customer provide the device for investigation. There was no patient harm reported.